Manufacturer narrative:
Results: a visual inspection of the returned product found the lens optic is torn. There was evidence of clear surgical residue on product. Conclusions: based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was due to physician's preference. (B)(4).

Event description:
The reporter stated there was a unplanned vitrectomy performed prior to lens insertion. The surgeon decided to implant a cq2015a collamer aspheric three piece lens in the patient's eye as a sulcus lens. After insertion, the lens did not sit correctly flat in the sulcus. The physician cut the lens to remove from eye. The incision was enlarged to accomadate and implant a non staar lens and the wound was sutured. The reporter stated it was the physician's preference and there was no device failure.

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Event problem: vitrectomy. Visual disturbances; incision sutured. Evaluation: conclusions - (no device failure): based on the complaint history, the root cause of this incident was due to physician's preference and it has been determined this incident was not lens related. (B)(4).